Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient reported a high-pressure alarm on cadd legacy pump (serial: (B)(4)) and no disposable alarm, on pump serial (B)(4). There had been a kink in the tubing and that was replaced, but unspecified pump alarm still randomly comes on. Patient changed cassette and was able to use serial (B)(4) to resume infusion. No adverse events reported. Pump serial (B)(4) will be replaced since troubleshooting could not fix high pressure alarm. Patient had intravenous (IV) access changed in may. Event is for one pump and one cassette. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Return tracking information is not available. No additional information is available at this time. Product faulted during patient use. Product issue did not caused or contributed to patient injury. Patient was able to successfully continue infusion with backup pump. Life sustaining infusion.

Manufacturer narrative:
H10: no product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A DHR review could not be performed in that no specific product was identified. No serial number was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).